Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 200 units of insulin. The customer¿s blood glucose level was 182 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.